Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine appointment on (B)(6) 2018, the modular cable was described as being discolored and having a rough surface. A modular cable exchange is planned for the next routine appointment on an unspecified later date. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of modular cable outer jacket discoloration can be confirmed based on the submitted photos. The submitted photos of the modular cable and the external portion of the pump cable revealed the reported discoloration to the modular cable. No issues were noted on the percutaneous lead (driveline). The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information on how to clean and care for the driveline. The heartmate 3 lvas IFU also explains how to replace the modular cable. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.